Manufacturer narrative:
Device codes: 1528 labeled. Internal file number - (B)(4). Correction: lot number changed from 90307g1 to 70929g1. MFR site - contact office first and last name was updated from (B)(6) to (B)(6). Evaluation summary: a visual inspection was performed on the returned device. The reported separations and balloon rupture were confirmed. The reported difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. The reported entrapment of device or device component could not be replicated in a testing environment as it was based on operational circumstances. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: balloon pressure should not exceed the rated burst pressure (rbp). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported separations, difficulty removing the device, entrapment of device and patient effect of device embedded appear to be related to circumstances of the procedure; however, the reported balloon rupture appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified chronic total occlusion in the left anterior descending (lad) artery. Pre-dilatation was done with two unspecified nc trek balloon dilatation catheters (bdc) without issue. The 2.25x6mm nc trek bdc was used at an unspecified high atmosphere and the balloon ruptured on the third inflation at 26 atmospheres. During removal, there was light resistance with an unspecified guiding catheter but not abnormal per the physician. Outside of the patient it was noted that the bdc was separated and via angiogram it was confirmed that the distal portion remained embedded in the lad vessel. An attempt was made to retrieve the distal portion with an unspecified snare device but the snare device could not access the vessel as it was too tight and tortuous for the snare. As the patient was stable, the procedure was stopped and the distal portion remains embedded in the patient. There was no adverse patient sequela reported. No additional information was provided.